Event description:
Caller reported not receiving audible alerts for low blood glucose levels. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.